Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain and overstimulation at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have their ipg relocated.

Event description:
Follow up revealed that the patient is no longer experiencing pain at the ipg site and the issue is resolved.